Event description:
The manufacturer received information from a customer that a ventilator inoperative condition was reported on a bipap a40 device. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer previously reported in reference to a report from a customer that a ventilator inoperative condition occurred on a bipap a40 device. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no serious patient harm or injury that occurred or was reported. The device was returned to a service center for evaluation. The reported issue was not reproduced during an operational check. During evaluation of the device, a record of error code e96 was observed in the event history, indicating that the device was no longer able to write to the event log. The service center replaced the main pca to resolve the issue. Additionally, the service center replaced the blower and outlet flow path due to life-related smells. Overall checks, cleaning and functional tests were performed.